Event description:
It was reported that during a prostate procedure, the fiber tip of the side-firing fiber broke off and was retrieved at 12,545 joules. The procedure was completed with a second fiber. "No injury to the patient" reported.

Manufacturer narrative:
(B)(4).